Event description:
It was reported that there was a white, floating particle inside of a small volume intermate. The device was filled with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 13k052 was manufactured from october 20, 2013 to october 21, 2013. Visual inspection was performed and a white, floating particulate was observed in the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.